Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. Thirteen days after event onset, the patient was hospitalized for the event. The same day as event onset, the patient was treated with and vancomycin injection (1gm every fifth day, ongoing), tobramycin (40mg once a day, ongoing) and ceftazidime (1gm once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported the patient was discharged from the hospital. On an unknown date, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Pd therapy was discontinued, the pd catheter was removed and the patient was started on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.